Manufacturer narrative:
Device history record (DHR) review was performed on part 311.023, lot # a7na39: manufacturing date: week 39 in 2004, the manufacturing lot# is a7na39. The DHR is no longer available due to the age of the instrument (over 12 years old). The exact date of manufacture is unknown. A product development investigation was performed on the returned subject device (ratcheting screwdriver handle, part 311.023, lot # a7na39). The returned ratcheting screwdriver is broken with a piece of the black handle missing near the thumb latch. No screwdriver blades were returned with the device, therefore testing the retention of the screwdriver blade in the handle is not able to be completed. There is some adhesive stuck on the black handle which does not impact functionality. No other issues were noted during investigation. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned screwdriver handle is intended for use across various plating systems. The device is noted for use together in the matrixmandible, matrixrib, titanium sternal fixation, and the matrixwave mmf system technique guides. The drawing for screwdriver body ratcheting was reviewed during investigation. No definitive root cause was able to be determined. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number (B)(4) with lot number(s) a7na39/ 4862254 is a lot/batch controlled item. The manufacture date of this item is (B)(6)2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the ratcheting screwdriver handle is cracked at the distal tip and will not retain the driver¿s blades. One piece is missing from the device. This was discovered while going through a general maintenance inspection in the sterile processing department (spd) room. There is no patient involvement. This is report 1 of 1 for (B)(4).